Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "(B)(6) 2022 orif with t2alphagt nail was performed. 3 months after surgery, the nail was broken. On (B)(6) 2022, the broken nail was removed and the fracture was re-fixed with t2alphagt. The surgeon's opinion was that the initial surgery nail was too thin and short for the patient's bone, which may have led to the implant fracture."

Manufacturer narrative:
Correction - d4 (lot#). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail was completely broken in the web at the uppermost a/p hole in the distal part of the nail. The fracture appears to have originated from the lateral side in a fatigue manner evident by lines of rest. The other web broke in an instantaneous manner suggestive of continuous loading. The formation of a shiny surface was caused due to gradual rubbing of the separated parts and locking screw before the nail finally broke. The distal segment of the nail also exhibits similar features. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and available information, the root cause of the failure is deemed to be a combination of user and patient-related factors. As per the initial information, the size of the implanted nail was inadequate for the patient. Consequently, the nail broke due to cyclic overloading in a fatigue manner. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "10-may-2022 orif with t2alphagt nail was performed. 3 months after surgery, the nail was broken. On (B)(6) 2022, the broken nail was removed and the fracture was re-fixed with t2alphagt. The surgeon's opinion was that the initial surgery nail was too thin and short for the patient's bone, which may have led to the implant fracture."